Event description:
It was reported the patient obtained a "max tdd" alarm on the reported pump. The patient noted she obtained a blood glucose reading of 333 mg/dl following a snack, and also reported she forgot to take a bolus dose of insulin for this snack. The patient reported the infusion site needed to be changed, and a previous site was bruised. The patient changed the infusion site and then took a correcting bolus dose. Her subsequent blood glucose level was 41 mg/dl. The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient administered self-treatment with orange juice; she did not seek any medical attention. Troubleshooting revealed the pump settings and date/time were correct and all total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin. The patient's technique was incorrect in that she did not change the infusion site and did not take a corrective bolus dose for a snack. However, as the patient obtained blood glucose levels indicative of severe hypoglycemia and received treatment with food while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box began on (B)(6) 2015. Due to continuous use of the pump, the black box data and pump histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.